Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, high defibrillation impedance was observed on the right ventricular (rv) lead. The rv lead was replaced, however, high defibrillation impedance was still observed. The device was replaced which resolved the event. The patient was in stable condition. Manufacturer report number: 2938836-2019-04958.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual analysis of the entire lead found no anomalies with the exception of damage consistent with procedural damage. The reported event of high defibrillation impedance was not confirmed.